Event description:
It was reported to philips by a customer that the unit giving low priority alarms. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event; however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). The rse informed the customer to look at event log, verify error codes, if code is 1101 and does not have 3007, customer should do the following: reinstall operational software, replace the cpu pcba. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The customer stated this case was opened under the incorrect serial number. The correct serial number is 100245518. The unit was sent off for repair. Attempts were made to obtain the information regarding the repair and operational status of the device, but no response was received. If additional information is received at a later date, a supplemental report will be submitted.